Event description:
The event involved a customer allegation of a device that did not hold a charge. A review of the device log during investigation found multiple entries for n252 (depleted battery) alarm. The device alarmed with the depleted battery message during start up and the battery indicator also displayed empty. When connected to ac power, the device passed the self-test. When disconnected from ac power, the device displayed a depleted battery message and powered down, which confirmed the battery was not holding its charge. The battery was replaced and the change battery option was pressed in the pump settings. The device then passed testing with no battery alarms. The complaint was confirmed with a probable cause of a depleted battery and the change battery function not being pressed correctly and was related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.